Manufacturer narrative:
Results evaluations: the sample involved in this event was not saved. However, one unit from the same lot was returned for investigation. Visual and functional testing found no malfunction with the unused sample. A review of the mfg records was performed and no problems noted during MFR. A review of our complaints database was performed and no other reports on this device lot number. Without the actual sample, we are not able to determine the cause of this event. This report has been logged for trending.